Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to disconnected tubing. The internal high pressure tubing was replaced to remedy the reported malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's oxygen could be heard leaking internally. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.